Event description:
The account reported the brakes on the bed are not functioning and the staff was injured. The bed was located at the facility. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical investigated and contacted the nurse to determine and detect if the brakes were not functioning properly. The technician observed by way of demonstration from the nurse, the bed brake steer caster moves slightly backward as the staff attempted to position the patient in the bed by pulling the patient up toward the head section. The brake caster was inspected by the technician and it was determined that the brake caster padding was a little worn and needed to be replaced. The most likely cause is normal wear and tear. As a precaution the bed was returned to the hill-rom service location for needed adjustments and/or repair. The alleged injured nurse submitted her documented description of the incident to the technician. The tech did not inspect or witness or see any injured bodily part as alleged at this time. The break padding was worn down decreasing the tension on the break. Hence the brake caster was not totally secure from movement. The reported injury is non-serious in nature per FDA definition. Based on this information, no further action is required.